Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked with evidence of moisture inside. The returned battery cap was able to secure onto the pump. The battery cap contact measured within specifications. The pump powered on with the returned battery cap and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and additional moisture was observed inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked, and that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.